Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products were used during this study: carto system other company¿s devices were used during this study: steerable sheath (flexcath, medtronic), cryoballoon (arctic front advance, medtronic) (B)(4). The device is not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that 1 patient with atrial fibrillation underwent a repeat procedure suffered pulmonary vein stenosis. Based on the facts of the case and the author's assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: "pulmonary vein reconnection following catheter ablation of atrial fibrillation using the second-generation cryoballoon versus open-irrigated radiofrequency: results of a multicenter analysis." The purpose of this study was to examine the incidence and patterns of pulmonary vein reconnection following catheter ablation of atrial fibrillation using the second-generation cb versus open-irrigated, nonforce-sensing radiofrequency in a cohort of patients with paroxysmal and persistent atrial fibrillation (af). The study was conducted january 2013 and february 2015. In total 876 patients underwent ablation using non-contact force-guided radiofrequency ablation catheters. Suspected device is navistar/celsius thermocool ablation catheter), however catalog and lot number are unknown. Bwi takes conservative approach to open this complaint under navistar thermocool ablation catheter. Should more information be received, product for this adverse event will be modified as appropriate.